Event description:
Customer reported a cartridge change error with the pump. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Customer support guided the caller through inspecting the cartridge and pneumatic tap area, leading to successful cartridge loading and resumption of insulin delivery without further assistance required.